Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/4/2019. Evaluation summary: a sealed box of product code j603, lot mmz084 was returned for analysis. During the visual inspection of sealed box, a foreign matter (hair) between the film and the box was noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/4/2019. Additional information: g1.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the outer package has one hair. There were no adverse patient consequences reported. No additional information was provided.